Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. During fluid path testing, the fluid was able to travel the complete fluid path with no issues and no leaks were found. Therefore, no problem was found regarding the reported leaking during wear event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Smartphone operating system: 18.5. Smartphone hardware: iphone14.7. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported sought medical attention on (B)(6) 2025 emergency room (ER) due to high glucose levels exceeding 400 mg/dl. The pod was reported to be leaking. The visit lasted 3-4 hours, with discharge on the same day. The symptoms included uncontrollable vomiting, and the diagnosis was high blood sugar and dehydration. Treatment provided included intravenous (IV) fluids and zofran. The pod was worn between 4 and 24 hours on the arm.